Event description:
The doctor had just completed a restorative procedure on tooth#7 and upon polishing of the tooth with a white stone flame bur there was an audible popping noise. The doctor immediately took their foot off the rheostat and pulled the handpiece out of the patient's mouth. Upon examination, the white stone bur was bent and tooth #7 and tooth #8 sustained a fracture. An x-ray was taken to make sure there was no nerve involvement. The radiograph was reviewed, and it confirmed that there was no damage to the nerve from the incident.